Event description:
In 2005 epidural placement; in 2005 left renal artery embolization (radiology); in 2005 left nephrectomy; in 2005 esu site clear, skin dry; the next day burn to left buttocks noted; the next day dermatology consult - secondary degree burn to left buttocks; three days later plastic surgery consult - secondary degree burn to left buttocks.